Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no.: 309628, batch no.: 8271717. It was reported the plunger on the syringe looked "dirty." Verbatim: per the reporter, on 08-nov-2019, as the physician was about to withdraw the medication into the syringe, they noticed the syringe's plunger looked "dirty." The reporter described it as brown and looking like chocolate or betadine. The syringe was not used to withdraw the medication.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 1ml ll syringe inside an opened blister package from batch #8271717 (p/n 309628) were received. The sample was visually evaluated. The plunger rod¿s tumb rest was observed to have brownish loose foreign matter outside the fluid path. The fm was larger than level 3 in size and rejectable per product specification. The fm appeared to be oil residue from the molding process. The plunger rod¿s mold was confirmed to be c-220 cavity 5. Potential root cause for the foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 8271717 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 8271717. It was reported the plunger on the syringe looked "dirty." Verbatim: per the reporter, on (B)(6) 2019, as the physician was about to withdraw the medication into the syringe, they noticed the syringe's plunger looked "dirty." The reporter described it as brown and looking like chocolate or betadine. The syringe was not used to withdraw the medication.